Manufacturer narrative:
(B)(4). Per the instructions for use, valve regurgitation (paravalvular leak and central leak) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Additionally there are factors that can contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the moderate-severe pvl cannot be confirmed; however, it is likely caused by the patient¿s severe leaflet calcification. Post-dilation of the valve resulted in central leak increase to severe. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the 23mm sapien xt valve was positioned and deployed in a 50:50 position with moderate to severe residual paravalvular leak (pvl). The decision was made to post dilate with two additional cc's added. The balloon was placed more ventricular in order to try and avoid flaring the outflow of the stent. After post dilating, the pvl remained unchanged (moderate- severe) and a significant amount of central leak (severe) was observed. The decision was made to deploy a second sapien xt valve. The second valve was prepped and deployed in a slightly more ventricular position. A repeat echo showed no central leak and the pvl was reduced to trace- mild. The patient was in stable condition at the end of the procedure. The native annular diameter measured 23mm x 20mm by tee, with an area of 410mm² by CT. There was mild annular calcification and severe leaflet calcification.